Manufacturer narrative:
Related MDR: 3011175548-2025-0000031. A follow-up report will be submitted upon completion of the investigation.

Event description:
Based on a request for additional information regarding a flixene graft article complaint (B)(4) a response received stated that after the publication of the article another patient also experienced graft delamination of a flixene graft. No further information was provided.

Manufacturer narrative:
This complaint was opened while gathering information for complaint (B)(4). The user mentioned that they had another patient experience graft delamination with a flixene graft. They did not provide specific information in regard to the model, lot, implantation date, implant location, or patient conditions. Attempts to obtain further information have been unsuccessful. No pictures were provided and the device remains implanted and is not available for evaluation. Flixene grafts are composed of a thick base layer and two thinner outer layers. The base layer is tough and quite difficult to damage without intent. For that reason, delamination does not typically occur internally. If the flixene graft were to delaminate internally, it would likely cause a noticeable disruption to the grafts function, which it can be assumed has not occurred in this case because the graft remains implanted. Delamination of the outer layers of the graft can occur from rough handling or the use of improper tools while gripping, cutting, or suturing the graft. It can also occur if canulation is performed too frequently in the same location of the graft or with too large of a needle, as described in the IFU. As long as the base layer of the graft remains intact, it can continue to be used safely. A DHR review could not be completed because a lot number was not provided. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify a few similar complaints which were associated with user error. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Neither the complaint nor a device nonconformance can be confirmed. The root cause is impossible to define.